Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported a cart that says reservoir full when hooked up to evac even though reservoir isn¿t full. It was also reported that the receiver would not connect to the cart and this issue occurred in both cylinders. The event timing was during cleaning. There was no harm to the patient. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the cart was not connecting to the evac and was giving reservoir full error messages. The receiver was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.